Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-11. It was reported by the hcp that the patient had flown lately and asked if this could have happened from flying. The patient stated that when the lockout error message was showing the patient was definitely not in her lockout interval so that can't be right. The patient was late to get her bolus because it was not working. The doctor said maybe the personal therapy manager (ptm) was at end of its life.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient receiving hydromorphone and bupivacaine both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported by the patient that their personal therapy manager (ptm) programmer was not functioning. The patient reported a ptm code of 8476 meaning motor stall on (B)(6) 2017. The patient reported seeing a 0624 bolus lockout interval and 8476 error pump motor stall codes on her ptm device. The patient had not recently had any MRI but did mention she went through an airport environment. The patient stated that she was going to get worse and worse if she did not get help with the error codes that she was encountering. Per the hcp a motor stall was seen at the initial interrogation. The patient was to be going to the emergency room and the hcp would like a manufacturer's representative (rep) to go check the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8835, serial# (B)(4), product type programmer, patient. Device code (B)(4) applies to the pump.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported a motor stall was seen at initial interrogation and patient did not recently have a magnetic resonance imaging (MRI). It was reviewed how to print a report log from the programmer. Pump logs were read. The pump status and/or event logs reported a motor stall occurred and that multiple motor stalls and recoveries occurred. It was reviewed to consider pump replacement. No symptoms reported. No further complications were reported/anticipated.